Event description:
It was reported that high impedance, high thresholds, and no capture were observed with the patient's left ventricular (lv) lead. A device setscrew issue was suspected, and a surgical procedure was planned for. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).